Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist contacted our office and reported a patient contacted her and said that after a night of whitening her bottom lip was swollen. Dentist told the patient to stop all whitening and to take benadryl. Informed dentist that was correct to have the patient stop all whitening and wait for the swelling to go down. After the symptoms subside they may resume whitening however they should never use the desensitizer again. Followed up with dental office on (B)(6) 2016, the patient's symptoms have subsided after discontinuing use,